Event description:
I had the infuse implanted during my spinal surgery. This has caused me many serious problems including pain, a diagnosis of cancer, as well as, physical limitations. I'm worried I will never be well.